Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-08720. It was reported the that the left drg lead migrated during an ipg replacement procedure on (B)(6) 2019. As a result, the patient will undergo surgical intervention on a later date. Both of the patient's leads are being reported because it is unknown which lead is liable.

Event description:
Related manufacturer reference# 1627487-2019-08720.

Event description:
Related manufacturer reference# 1627487-2019-08720. Further follow-up indicates the patient had surgical intervention on (B)(6)2019, during which the leads were explanted and replaced. The issue was resolved and therapy has been restored.

Manufacturer narrative:
(B)(4).